Event description:
During remote monitoring, episodes of oversensing resulting in inappropriate mode switch were observed on the device. Reprogramming is anticipated to resolve the event; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.